Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the insertion flexible tube (ift) buckled, the operation channel leakage, the remote control buttons cut, the objective lens unit dirty, the eog valve loosened, the segment worn out, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.